Event description:
The customer reported that there was a potential mistreatment relating to couch movement.the physician was informed and made the decision to discontinue the patient's treatment, so the remaining dose was not delivered. The manufacturer's investigation is ongoing.

Manufacturer narrative:
The manufacturer's investigation is ongoing. Further information to be provided in the follow-up/final report.

Manufacturer narrative:
The manufacturers analysis has concluded that the initiating event for this issue was a collision of apex with the couch when the gantry was remotely moved to the start position. This in turn caused a displacement in both lateral and column rotation. Collision avoidance is planned for in the treatment planning. In this instance unplanned foam padding was used for patient comfort. This padding was over-hanging the couch and acted as a shock absorber and silencer, rendering audible detectability of the collision difficult. Tolerances of under 2mm are common for srs treatment types and in order not to be forced by the system to reposition the patient, these tolerances can be overridden. In this instance the column pedestal was overridden. The override was implemented after positioning the patient for treatment, and before the first beam was delivered. The parameters are presented to the user, who subsequently authorised the override. The user has been informed about the effects of column rotation in terms of a lateral offset and is aware of their role in approving overrides. The user has also been advised to implement daily column rotation checks. A notice has already been released to customers to advise the implementation of a daily column rotation check. No further investigations have been planned. The manufacturer was not aware of similar incidents with a similar root cause.